Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips the battery would not charge. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the authorized service provider (asp) confirmed and duplicated the issue. Following the evaluation of the device, the asp replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.